Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) and was subsequently hospitalized. Cause for bg was unknown; however, the customer thought it might have been due to the infusion set. Troubleshooting to determine a potential cause could not be performed, as customer had disconnected from pump and removed all supplies. Although requested, customer declined to provide further information regarding the event, including hospital discharge date.